Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 6/6/2019. Device returned to manufacturer: yes. Device evaluation: a visual inspection and evaluation using magnification was performed on the returned unit. The plunger and pushrod were found to be in advanced position and viscoelastic residues were observed. The lens was stuck in cartridge, overriden by the plunger and the lead haptic was unfolded. The cause of the failure could not be determined. The condition in which the sample was returned is consistent with a product that was handled and prepared for a surgical procedure. Based on the visual evaluation of the returned unit a product quality deficiency could not be determined. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed one (1) additional compliant was received from this production order, however the reported is not related to this complaint type. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted and therefore not explanted. (B)(6). PMA/510(k) #: this report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the preloaded intraocular lens (iol), despite the johnson & johnson sales representative encouragement to proceed with the last stage of the ejection quicker, the surgeon pressed the plunger relatively slowly. The surgeon then entered the eye with the iol already slightly protruding from the tip of the cartridge and then ejected it further. The surgeon was able to push until the iol was about halfway out, then the implantation attempt had to stopped. The plunger could not be screwed any further. A replacement lens was implanted instead. No patient injury was reported. No additional information was provided.